Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 100 mg/dl. Customer had a high fever for a couple of days and their health care professional suggested that she go since she had a urinary tract infection and possible appendix issues. Customer went low while at the hospital. Customer had excessive fever for 3 or 4 days. Customer was waiting to hear from their trainer to get some additional assistance. Customer was explained sensor glucose vs. Blood glucose readings and troubleshooting was performed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-04390.